Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, a whitescreen was noted when the device was powered on. The customer contact indicated no error codes appeared on the whitescreen. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.